Event description:
In late 2008, the initial procedure was conducted and because the procedure did not go well a sales rep was urgently called to deliver some foreign body retriever. When the sales rep arrived, one coil was dropped into each lung and another coil was dropped in the heart. The rest of the coils, 10+ coils, were placed in the lesion. In order to prevent the coils in the lesion from dropping out, the physician decided to conduct an additional treatment to control the blood flow using an occlusion balloon. After getting an occlusion balloon in hand (one hour later), the physician fluoroscopically found, when replacing a sheath with an 8 fr one, all of the coils dropped out from the lesion and into the inferior lobe of the right lung (into a branch, not a lung arterial duct). On the same day, in order to start retrieval of the coils, a catheter (5 fr cobra) was inserted into the right lung artery. Then a forcp was inserted into the catheter to attempt to retrieve the coils. One coil was retrieved. All other coils were remained in the lung artery. The pt did not show any post procedure symptoms such as dyspnea or pleuritic pain. The next day, a sales rep visited the site and discussed with other physician than the primary physician for a post procedure care, it was decided to adopt a wait-and-see approach. Three weeks later, the rep informed that the primary physician and another physician confirmed that the pt was in stable condition with no major clinical condition changes. The primary physician's comments in early 2009; the blood flow was faster than expected thus the coils could not be remained in the lesion.

Manufacturer narrative:
Event eval: still under investigation at this time.